Event description:
It was reported that via ventricular capture management, the device increased output to 5.0 v despite in-office thresholds of 0.75 v @ 0.52 msec. The device then tripped to eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.